Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump. The customer successfully reloaded the cartridge onto the pump and resumed insulin deliveries. The customer's blood glucose level was 113 mg/dl.